Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6), a myosure procedure was performed, and during the procedure, when the device was inside the patient the foot pedal was pressed and it did not activate, a message appeared on fluent, it asked to check something. The doctor pressed the pedal again it did not work. The doctor decided to change the myosure device, and when the doctor took the first device out the patient saw that the cutting blade was not there. An abdominal x-ray and a hysteroscopy were performed and no abnormality was detected inside the patient. The device was checked before the procedure and nothing was missing. No additional information available.